Event description:
It was reported to philips that the device had bent battery pca pins. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the battery had bent pca pins. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty battery pca upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.